Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated his wife was calling him on (B)(6) 2018 and he was not answering. When she came home from work, she found the patient unresponsive. The patient¿s wife called the paramedics and when they arrived, they immediately administered the patient with an intravenous (IV) drip and a bag of glucose. The patient¿s wife gave the patient orange juice and a peanut butter sandwich while the paramedics were there while the patient was recovering, and the paramedics left after an hour. There was no allegation against the device as the patient stated the alerts on the receiver were turned off and called in to inquire about the alert settings and how to turn them on. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.